Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received with the original battery cap with a broken 1 heat stake post. The original battery cap locks securely into place and the pump powered up properly. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No pairing anomaly, communication anomaly, calibration anomaly or auto mode anomaly noted. The pump properly paired to minimed mobile app on an iphone and the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. No pairing anomaly when using the minimed mobile app. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No pairing anomaly, communication anomaly, calibration anomaly, auto mode anomaly, lost sensor alert or sensor error alert noted. The pump passed the functional testing. Unable to confirm alleged low bgs or sg vs bg event. Possible over delivery anomaly not confirmed. Calibrate anomaly not confirmed. Auto mode anomaly not confirmed. Pairing anomaly when using the minimed mobile app not confirmed. No com pump to mobile not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's doctor from the hospital called saying that the customer had a low blood glucose and was rushed to the emergency room by the paramedics on (B)(6) 2024 at 5pm with a blood glucose of 38mg/dl. Helpline also spoke to the customer. Customer has used the pump and intravenous insulin infusion while in the hospital. Customer also reported that the sensor glucose was 302mg/dl while the blood glucose was 151mg/dl.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 38 mg/dl at the time of the event, sensor glucose vs. Blood glucose and possible over delivery anomaly. The current blood glucose value was 151 mg/dl. The customer reported hypoglycemia, hypoglycemia, hypoglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion). The customer reported confusion related to the low blood glucose event. The customer alleged the insulin pump was over-delivering. Troubleshooting was performed. The insulin pump was used within 48 hours of the low blood glucose event. The smart guard/auto mode was active at the time of the low blood glucose event. No further patient complications were reported. The insulin pump will be returned for analysis. Updated summary: customer's doctor from the hospital called saying that the customer had a low blood glucose and was rushed to the emergency room by the paramedics on february 22, 2024 at 5pm with a blood glucose of 38mg/dl. Helpline also spoke to the customer. Customer has used the pump and intravenous insulin infusion while in the hospital. Customer also reported that the sensor glucose was 302mg/dl while the blood glucose was 151mg/dl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.